Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure."

Event description:
It was reported patient underwent a labral repair procedure on (B)(6) 2014. During the procedure, the anchor failed upon final tensioning and pulled out of the bone. An additional hole was drilled and a new anchor was utilized with competitor product to complete the procedure.